Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5117592.

Event description:
06/08/2023 rcilibraise: hcp reported via maude - mw5117592 on 05/25/2023. Reporter reported unknown patient experienced inaccurate reading and two other which ended in seizures from high cgm readings on the closed loop pumps.

Event description:
A voluntary MDR/medwatch report was received on 5/25/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that readings were over 20% off. The reported glucose values fall within the b and d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).